Event description:
It was reported that the lens could not be positioned properly and the incision was enlarged. Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.